Event description:
It was reported that a piece of the reported device has come loosened.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a loose triathlon capture was reported. The event was not confirmed. Device evaluation not performed as no device was returned for inspection. Medical records evaluation not performed as no patient involvement was reported. Device history review not performed as no lot ID was provided for review. Complaint history review not performed as no lot ID was provided for review. The exact cause of the event could not be determined because the reported device was not returned for inspection. No further investigation for this event is possible at this time. If the device becomes available, this investigation will be reopened.

Event description:
It was reported that a piece of the reported device has come loosened.